Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (2 mg/ml at 0.125 mg/day) via an implantable infusion pump. It was reported that the patient was only able to intermittently connect to their pump with their ptm, and the doctor was unable to connect with the tablet and communicator. Several attempts were made to interrogate the pump, none of which were successful. An x-ray was performed which confirmed the pump was flipped. The revision was scheduled for (B)(6) 2020. No patient symptoms were reported. No further complications were reported.